Event description:
On (B)(6) 2012, customer reported that there was a small amount of blood on the tube cap while running a patient control on the hmx autoloader. Customer also stated that the red blood count (rbc) and hemoglobin (hgb) results were not in range for the patient control. No injuries were reported and no erroneous patient results were generated. Customer was only running patient controls at the time. Field service engineer (fse) initially assisted the customer with troubleshooting, via telephone, to assist the customer with guidance in removing the needle assembly. Customer stated that the needle assembly seemed to be stuck to the instrument by dried cleaner residue. Customer was able to remove the needle assembly and clean it. Fse went on-site and did not find any blood or leakage upon inspection of the instrument. Fse did observe that the needle was not piercing properly due to improper positioning and suspected that it was caused by customer handling. Fse cleaned the dead plate, repositioned the needle and replaced the tube forward sensor. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).